Event description:
The pt's caregiver reported that over the last yr, the pt developed a "sickness" where he became nauseated 4-6 weeks before his refill date. The caregiver state "he can't eat, vomits terribly. It resembles withdrawal symptoms". The pump is refilled every 90 days. The type of medication, concentration, and dose were not reported. The caregiver stated the hcp had not determined a cause and told the pt he had acid reflux. The caregiver also stated they had not heard any pump alarms and that the pump had been implanted almost 7 yrs ago. Additional information had been requested, a follow-up report will be submitted if additional information becomes available.